Event description:
Litigation papers allege: pt was implanted with a depuy asr hip on her left side on or about (B)(6) 2009. Some time after implantation, pt began experiencing pain, numbness, and loss of mobility. Pt had the left asr hip revised on (B)(6) 2011. Update (B)(6) 2011 - medical records received. The revision operative report indicates that a small amount of serous fluid was noticed intraoperatively. Additionally, there was failure of in-growth of the acetabular component. Part/lot numbers identified with invoice search. No new info was received that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.